Event description:
It was reported that stent fracture occurred. On (B)(6) 2020, the 28 x 3.50 promus premier drug-eluting stent was implanted to treat the target lesion. On (B)(6) 2022, the patient presented for an operation and it was noted the promus premier stent was broken. Another stent was implanted in the same place. No patient complications were reported.